Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support after experiencing an occlusion alert and attempted to identify a blockage but did not observe any issues with the infusion set. The patient dismissed the alert; however, the occlusion alert recurred shortly thereafter. The agent recommended performing a full supply change since no visible issues were identified with the current infusion set. The patient indicated that insulin delivery resumed after the initial alert was dismissed and stated that no further assistance was needed at that time, with plans to call back if the alert occurred again. During the event, the highest reported blood glucose level was elevated but was not out of range for more than 90 minutes. The device issued an occlusion alert, insulin delivery resumed, and blood glucose was reported as correctable. No outside assistance or medical intervention was required, and the patient did not report any symptoms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.